Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been experiencing presyncopal symptoms. Interrogation revealed right ventricular lead noise. The noise could be reproduced through isometric movements. Fluoroscopic imaging was normal. The lead was capped and replaced. The patient was noted to be in good condition following the procedure and they would continue to be monitored.